Event description:
Spoke to patient who states that she had a pump malfunction late last night. Patient states that the pump started beeping, and then she received an error message on the screen "system fault-call for service". Patient states that she switched to her back up pump and so far no issues sending replacement pump asap. Did the reported product fault occur while in use with a patient: no. Did the product issue cause or contribute to patient or clinical injury: no. Is the actual device available to be returned for investigation: yes. Dose or amount: 60nkm. Frequency: continuous. Route: subcutaneous. Dates of use: from first shipped (B)(6)2017 to present. Expiration date: maint due date (B)(6) 2018.